Event description:
A bipap a40-s device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed foam particles along with dust/dirt contamination inside the assembly. Unrelated to the reportable malfunction, the service technician noted that the device error log was unable to be extracted, and the device's main circuit board needs replaced. No repair was performed. The device was scrapped by the service center per customer request.